Event description:
It was reported that user mishandling probably contributed to the failure to program.

Event description:
On (B)(4) 2013, it was reported that the physician receives a communication error frequently during interrogation with his programming system. Troubleshooting was performed and it was determined to be a problem with either the handheld or the serial cable as the wand was working fine. It was stated that it was suspected to be the cable since there appears to be a seemingly loose/faulty connection. When the manufacturer¿s consultant holds that connection and messes with it some he can get it to work. Additional information has been requested but no further information has been received to date.

Event description:
Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2014. No functional anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
Additional information was received stating that physician had continued to use the programming system. The handheld and serial cable have been returned to the manufacturer where analysis is currently underway.